Event description:
When the device set was returned to distribution center, drill bit had broken.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.